Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcated stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported through patient registration services that device details submitted for the patient showed that the device had been explanted for device/lead failure. The cause of the event is unknown. No additional clinical sequelae were reported.